Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the tandem usb cable. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer charged the pump successfully by using an alternate usb cable.